Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor wire was inserted into the abdomen on (B)(6) 2017. It was reported that upon removal of the sensor, the patient stated that there was no sensor wire on the underside of the sensor pod. The patient stated that their treating physician recommended an x-ray to be performed. On (B)(6) 2017, an x-ray was performed and no sensor wire was found. The date of medical intervention for x-rays is unknown. No additional patient or event information is available.